Event description:
It was reported that oxaliplatin and flush bag were both empty, with full chambers on the tubing. Nurse stopped infusion at 1400. At that point of time pump read a rate of 6ml/hr with 119.1 ml remaining and 52 minutes left to infuse. There was patient involvement but patient impact was unknown.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311) additional information: imdrf annex a , b and g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that oxaliplatin and flush bag were both empty, with full chambers on the tubing. Nurse stopped infusion at 1400. At that point of time pump read a rate of 6ml/hr with 119.1 ml remaining and 52 minutes left to infuse. There was patient involvement but patient impact was unknown.